Event description:
It was reported that after removing the indifferent electrode patch from a patient after an afib transeptal ablation, it was noted that the patient had a 7x9 cm burn on the back. The indifferent electrode patch had been placed on the left clavicle area (not on the bone). The severity of the burn area varied from 1st to 3rd degree. There was no problem noted during the procedure. The patient remained in the hospital and was seen in the wound center for care and debridement.

Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital staff (or manager) stated that the case was long and they believed that the indifferent electrode patch might have loosened during the case causing the skin to burn. The customer declined system service. In spite of multiple attempts to inquire further information regarding the patient condition and medical intervention performed for this case, no clarification has been provided. (B) (4)